Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. The root cause cannot be determined.

Event description:
Clinical trial. It was reported that post index procedure, the pt had a target vessel revascularization. The pt presented for the index procedure with an acute myocardial infarction. The index procedure treated a de novo lesion in the proximal left anterior descending (lad) artery. The lesion was 3 mm wide, 10 mm long, and 99% stenosed. The physician predilated the lesion prior to placing a 3.0 x 16 mm taxus express stent. Residual stenosis was 30%. The pt received unfractionated heparin pre and post procedure, and a gpiib/iiia inhibitor pre procedure as well. The pt was discharged 12 days later on aspirin, plavix, a beta blocker, fluvastatin, enoxaprin, and an ace inhibitor. On day 392, the pt underwent a study angiogram and ivus. During ivus placement, the pt experienced typical angina pectoris. Ivus detected 90% stenosis in the target vessel "behind" the taxus stent. A an unknown manufacturers stent was placed and the event was considered resolved the following day. In the opinion of the physician, there was a possible relationship between the tvr and the taxus stent.